Event description:
Device failure noted with non-recovery faults - code 86. After 3 unsuccessful attempts to reboot the device, the device would not come out of fault mode, the surgeon deemed it unsafe to continue. The patient was moved to another operating room to continue the surgery. Affected cart: sl0441-vsc-698309/ 381121-33/ assy, vss vision system, is 4000, p8b-698309. Removed: redundant power tray assembly- serial number: [redacted]. Installed: redundant power tray assembly - serial number: [redacted].